Event description:
The customer alleges that the catheter seems more difficult to advance thru the needle. No report of a patient injury or harm.

Manufacturer narrative:
(B)(4). The customer returned one epidural catheter for investigation. The epidural catheter was visually examined with and without magnification. Visual examination of the returned catheter revealed that the catheter has offset coils approximately 2.9 cm from the distal tip. No other defects or anomalies were observed. The od of the catheter was measured and was within specification. The epidural needle was not returned. The returned catheter was functionally tested using a lab inventory 17 ga epidural needle from the same kit, (B)(4). The epidural catheter was thread through the lab inventory epidural needle with slight resistance met at the needle bevel. The returned catheter passed the drag test. No functional issues were found with the returned catheter. A device history record review was performed on the epidural catheter and the epidural needle with no relevant findings. A corrective action is not required at this time as the returned epidural catheter was found to be within specification and passed a functional drag test using a lab inventory epidural needle. No functional or dimensional issues were found with the returned epidural catheter. Other remarks: the reported complaint of difficulty threading the epidural catheter through the epidural needle could not be confirmed. The returned catheter would thread through a lab inventory epidural needle and passed a functional drag test. Therefore, the potential cause of difficulty threading the catheter through the needle could not be confirmed based upon the information provided and the sample received.